Event description:
It was reported that the patient presented for device change out due to normal eri. X-ray showed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that high capture threshold was also observed.